Event description:
It was reported that upon evaluation of the device in repair; the device showed a bias current error. There was no patient involvement and no adverse consequences reported.

Manufacturer narrative:
The device was returned to the manufacturer and the complaint was confirmed. Upon disassembly of the device, a number of internal components were found to be worn including the flexes. The device was repaired and returned to the customer.